Event description:
The right corporal cylinder of penile prosthesis had a break in outside reinforcing material; there was an aneurysm of the inner tube, the inflatable penile prosthesis was explanted.